Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was able to be reproduced. Defect of the cable was noted. Omsc guessed the reported event was caused by the defect of the cable of the subject device. There is possibility that the defect of the cable was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
An error (226) occurred and no endoscopic image was displayed. There was no report of patient injury associated with this event.